Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a: if implanted, give date: not applicable as the iol was not implanted. Section d6b: if explanted, give date: not applicable as the iol was not implanted, therefore not explanted. Section e1: first/given name and last name: the doctor¿s name was asked but it has not been provided. Section h3: device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) had black specks. Upon opening the iol box, the technician noticed a black spec on the actual iol. The iol did not get implanted, and it never touched the patient¿s eye. No further information was provided.